Event description:
Incorrect data saved. If two patient are loaded in the to do list, when the images are saved, the incorrect patient data is being saved with the images. Example: patient one's pictures are getting patient 2's data.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from 07/01/2006 to 07/01/2008 were the scope of this retrospective review. These events are being submitted under exemption (B)(4). There are 1 event(s) associated with this event type (malfunction) and product code lmb.